Event description:
A malfunction on the pump was reported by the caller. The impact on the customer's blood glucose level was unknown, as the caller declined to answer if the levels exceeded 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support again if the issue reappeared.